Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735821 , h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The im aging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a endonasal resection procedure. It was reported that during a procedure, the patient was registered and all instruments were tracking normally. At some point while navigating, the instruments were no longer able to navigate. The instruments showed as tracking on the tracking view but did not show on the 2d navigation views. The instruments were re-verified, the system was rebooted, all of the spheres were reseated, and the footswitch was confirmed to not be pausing navigation. The overhead lights in the room were off, so it was unlikely that interference was occurring. It was noted that the issue was not able to be resolved so the use of navigation was aborted. The procedure was able to be completed without the use of navigation. There was a 10 minutes of delay to the procedure and there was no impact on patient outcome. The instruments that were used were the passive probe and curved suction. Additional information was received, it was reported that an incision was made and the patient was under anesthesia when the use of navigation was aborted.